Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Further reported was "foreign body type giant cell reaction."

Event description:
Healthcare professional reported a left side capsular contracture, baker grade unknown. Healthcare professional later reported "subcutaneous tissue necrosis", "capsule had a small amount of fluid", "nonhealing chronically infected implant" and "no contracture was definitively noticed". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma-late", "necrosis", and "infection (unknown onset)" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "subcutaneous tissue necrosis", "capsule had a small amount of fluid", "nonhealing chronically infected implant"